Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported that the patient experienced flexion contracture and was treated with physiotherapy over the course of a year.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. No devices or photos were received; therefore the condition of the components is unknown. The DHR could not be reviewed as the lot number is unknown. Surgical notes were not provided; it is unknown whether the components were implanted with the correct fit and orientation as per the surgical technique. No compatibility issues were noted. The complaint history search for the part found no other complaints related to similar issue. A definitive root cause cannot be determined with the information provided. However, the complaint may be revised upon return of product or further information. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.